Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not turn after inserting new batteries. The backlight does not work as well. Blood glucose level at the time of the incident was 198 mg/dl. Customer had not used the insulin pump as the display anomaly came up right out of the box. Troubleshooting was not completed. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.